Event description:
A fax was received from a distributor that stated "two pieces got stuck in the tracheal tube when the catheter was being removed during sucking of the tracheal while treating pt. The catheter got stuck in the tube and could be removed only after that the catheter was disconnected from the tube." No additional information is available from the end user. No pt injury was reported.